Manufacturer narrative:
Users detected the printing error and no incorrect medications were administered to either pt.

Event description:
Medications prescribed for one pt were printed on the medication administration record (mar) of another pt. Users detected the printing error and no incorrect medications were administered to either pt.